Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will power up intermittently. No patient involvement reported.

Manufacturer narrative:
(B)(4). The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer¿s field service engineer resolved the reported problem by replacing the power supply; the device subsequently passed all testing.